Manufacturer narrative:
Isi received the unit involved with this complaint and completed the device evaluation. Failure analysis investigation was able to reproduce the customer reported failure mode. Visual inspection found axis 4 turret cables broken. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci assisted surgical procedure, the system alarmed with error 23008 and the patient side manipulators and endoscopic camera manipulator led indicators turned yellow. The system was power cycled but a warning message was displayed indicating the master tool manipulator (mtm) was not free to move. The surgeon made the decision to convert the procedure to traditional laparoscopic techniques and the procedure was completed. There was no report of patient harm, adverse outcome or injury. The mtm refers to the master controllers which provide the means for the surgeon to control the instruments and endoscope inside the patient from the surgeon side console (ssc). One mtm is assigned to the surgeon's left hand (mtml) and one to the right (mtmr). A technical support engineer (tse) was dispatched to the facility and found a broken cable on master tool manipulator left axis 4. The mtml was replaced to resolve the issue.